Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed (service code 204) and was unable to communicate with an electrode belt.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitor displayed (service code 204) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force no adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed (service code 204) and was unable to communicate with an electrode belt.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitor displayed (service code 204) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force no adverse event resulted from the damaged monitor.